Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s follow-up visit, ten days post implant, there was intermittent pacing capture at high outputs seen on the right ventricular (rv) lead. The rv lead was repositioned in the right ventricle and remains in use. No patient complications have been reported as a result of this event.